Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display screen is scratched to the point that she can no longer read screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the display lens was found to be heavily scratched which obstructed the view of the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.